Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, MFR region and postal code), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device and the stapler were returned connected. The jaws of the reload were close. The reload was fully fired. The clamping mechanism was deformed. The laminates hooks were examined under a microscope and were found to be damaged. The reload was disconnected from the original stapler after fully retracting the knobs. It was reported that the device was difficult to unload and the jaws would not open. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: to load the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5d1351). Egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5a1182). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after firing, the jaws were stuck closed, and the handle and reload were unable to unload. To resolve the issue, the handle and reload were replaced.

Manufacturer narrative:
Additional info: g3, general data: mfg. Site ID. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.